Event description:
It was noted that the device tip broke off. A 10/26 percuflex nephroureteral stent was selected for use. During the procedure, the temp tip buckled upon entry. Subsequently, the tip broke off in the subcutaneous tissue. The detached tip was retrieved and the procedure was completed with another of the same device. No patient complications were reported.